Event description:
Caller reported experiencing a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, and the cgm error code did not reappear after the reset, allowing the caller to successfully start their sensor session.